Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedances. Previous trends show that within the last year, impedance values have increased from 100 to 120 ohms until they were out of range at 130 ohms. The patient was brought in for further evaluation and the alert limit was increased from 125 ohms to 150 ohms. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that shock impedance measurements increased to the 130 to 150 ohms range. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedances. Previous trends show that within the last year, impedance values have increased from 100 to 120 ohms until they were out of range at 130 ohms. The patient was brought in for further evaluation and the alert limit was increased from 125 ohms to 150 ohms. The patient will continue to be monitored. No adverse patient effects were reported.